Event description:
One endeavor sprint otw drug-eluting stent was implanted to the lad during the index procedure. Approximately 1 month post index procedure, the pt was hospitalized for angioplasty and stenting of left ica due to stenosis in the vessel. The following day, the pt was discharged and the event was considered resolved and the pt recovered with treatment. In the investigator's opinion, the event was not related to the study device, drug, and the index procedure. Approximately 6 weeks post index procedure, the pt was admitted with complaints chest pain associated with diaphoresis and sob. They were given nitroglycerin and morphine in the ER which reduced the pain from 10/10 to 8/10. They subsequently had percutaneous intervention of the prox lad and intraaortic balloon pump placement. The event has not yet resolved and the pt is continuing with treatment. In the investigator's opinion, the event was not related to the study device and drug, but was possibly related to the study procedure. Approximately 7 weeks post index procedure, the pt complained of sob and was admitted to the hospital. Chest x-ray revealed interstitial edema, bilateral pleural effusion consistent with chf. They were given lasix IV which improved their condition. The event is not yet resolved and the pt is continuing with treatment. In the investigator's opinion, the event was not related to the study device and drug, but probably related to the study procedure.

Manufacturer narrative:
(B) (4). Results: (myocardial infarction, revascularization). (Revascularization, stent implanted).